Event description:
The customer reported that during an endoscopic ultrasound with fine needle aspiration (fna), the fna got caught on the elevator of the scope, created a hole within the scope, and caused mucosal trauma in the stomach. Bleeding occurred due to a tear on the greater curvature of the gastric body. Additional non-bleeding tears were noted in the gastric antrum. After this procedure, the patient began to bleed and was transferred from a medical inpatient unit to intensive care unit (ICU). The patient underwent an endoscopic procedure at bedside to control bleeding. To stop bleeding, epinephrine injection and clips were applied in stomach. The customer provided additional information: during the initial procedure, five clips were placed, two of the clips were placed on the actively bleeding defect. Three of the clips used were boston scientific resolution 350 clip 11mm and two clips used were diversatek replay hemostasis clip 16mm. There were ten additional clips were placed in the second procedure, all of which were the diversatek replay hemostasis clip 16mm. The MFR medwatch report associated with this event was submitted on time under manufacturer report # 3002808148 - 2023 - 01753. Upon review olympus is submitting the corresponding importer medwatch report.